Event description:
Device malfunction: possible balloon rupture. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation, when negative pressure was applied, air was drawing and it was believed that there was a hole in the balloon. The device was used in the body and there was no pt involvement. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device investigation, a root cause cannot be determined. It is possible that a balloon became damaged during production or during removal from the packaging. Production inspects 100% visually for balloon and shaft damage. Production also pressurizes the balloons 100% to rated burst pressure and performs a leak test. Review of the device history record did not reveal any non-conformities which could have contributed to the event.